Manufacturer narrative:
Michael p. Gasper- "complications following partial and total wrist arthroplasty" 1-11. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Authors include jesse lou, patrick m. Kane, sidney m. Jacoby, a. Lee osterman, and randall w. Culp.

Event description:
It is reported in a journal article that two patients experienced postoperative distal radio-ulna joint disease/progression. There has been no other information provided and patient outcome is unknown.